Event description:
Medtronic received a report that a solitaire stent encountered resistance at the distal section of the catheter during delivery. The patient was undergoing surgery for treatment for a cerebral infarction. It was noted the patient's blood vessel tortuosity was moderate. The stroke onset to reperfusion time was 180 minutes. There was no intravenous tissue plasminogen activator (IV tpa) contraindicated, and one pass with the device. It was reported that the patient came on stage with acute cerebral infarction, and angiography revealed m1 thrombosis in the right brain. A 6f-115navien was paired with rebar18 and solitairefr-4-20 and was ready to be pulled out. After the microcatheter was in place, the stent was very astringent when entering the rebar18 microcatheter, and it was difficult to push out the microcatheter. After withdrawing the stent, it was found that the guide wire of the stent was kinked. To ensure the safety of the operation, it was replaced with a new 4-20 stent and the thrombus was re-pulled out. The blood vessel was successfully opened, and the operation was completed. The devices were prepared and flushed as indicated in the IFU. No patient symptoms or complications were associated with this event. Ancillary devices include a rebar 18 microcatheter and 6f navien sheath.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.